Manufacturer narrative:
A visual examination of the complaint device revealed that the distal tip, including the balloon lumen and bonds, was detached and was not returned. The c-channel was noted to be damaged immediately preceding the break point. Functional analysis could not be performed due to the condition of the device. The noted damage were indicative of force being applied to the catheter in an attempt to remove the inflated device. The device failure likely occurred due to anatomical or procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
Note: this report pertains to one of three extractor pro rx retrieval balloons used during the same procedure. Manufacturer report# 3005099803-2015-01840 pertains to the first device, manufacturer report# 3005099803-2015-01841 pertains to the second device and manufacturer report# 3005099803-2015-01842 pertains to the 3rd device. It was reported to boston scientific corporation that three extractor pro rx retrieval balloons were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the distal tip of the first balloon detached inside the patient's common bile duct. They used a second balloon; however, the distal tip detached at the patient's ampulla with a portion hanging out of the common bile duct. Reportedly, the detached fragment of the second balloon was successfully retrieved with a snare. They used a third balloon to sweep out the part of the first balloon; however, the distal tip cracked while the tip remained attached to the catheter. It was confirmed that there were no fragments from the third balloon that detached inside the patient. They used a spybite forceps to remove the parts of the first balloon. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Event description:
Note: this report pertains to one of three extractor pro rx retrieval balloons used during the same procedure. Manufacturer report# 3005099803-2015-01840 pertains to the first device, manufacturer report# 3005099803-2015-01841 pertains to the second device and manufacturer report# 3005099803-2015-01842 pertains to the 3rd device. It was reported to boston scientific corporation that three extractor pro rx retrieval balloons were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the distal tip of the first balloon detached inside the patient's common bile duct. They used a second balloon; however, the distal tip detached at the patient's ampulla with a portion hanging out of the common bile duct. Reportedly, the detached fragment of the second balloon was successfully retrieved with a snare. They used a third balloon to sweep out the part of the first balloon; however, the distal tip cracked while the tip remained attached to the catheter. It was confirmed that there were no fragments from the third balloon that detached inside the patient. They used a spybite forceps to remove the parts of the first balloon. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Reported event of distal tip detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.